Manufacturer narrative:
This file was originally submitted on 08/20/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported that the wcd system does not power on with any batteries. Kmts field rep further reported of possible shock. Review of device event log indication no shock delivered event. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.